Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that their insulin pump was under delivering insulin. Blood glucose level at the time of incident was 597 mg/dl and treated with insulin pump. Troubleshooting was not completed. Product will not return for analysis.